Event description:
A patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. A notification was received via abiomed¿s long-term outcome and quality indicator impella registry regarding the patient who experienced femoral artery occlusion with a "possible" relationship to the impella device used. During the catheterization procedure, the team was unable to follow the pulses in the left lower extremity and completed an angiogram, which found a left superficial femoral artery occlusion. Vascular surgery was consulted. Cardiac and vascular surgery teams confirmed the impella cp device should be explanted, which was completed after a total of approximately two days of support. The following day, vascular surgery confirmed pulses on to the left foot via posterior tibial artery and right foot pulses. The patient was restarted on apixaban three days later. The status outcome of the patient was unknown; however, per the report the patient survived the explant was treated medically for clot prevention.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).